Manufacturer narrative:
The device history records for the sam 350p device reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. Information from the history log showed multiple occasions in which the device had recorded temperatures below the indicated minimum of 0°c, with a low of -3.8°c on the (B)(6) 2018. During investigation, the device was witnessed switching on automatically and could not be powered off via the on/off button, as per the reported faults. These issues were attributed to a corrosion bridge on the membrane tail between tracks 13(on_button) and 14(key3). The faults could not be replicated with a new membrane fitted. This confirmed the failure of the returned membrane. Furthermore, the corrosion on the membrane tail had also resulted in overvoltage and damage to the microprocessor via track 14, as this line is routed directly to the microprocessor. This had resulted in the device attempting to boot into CPR advisor mode, leading to the additional reported fault of all instructional leds illuminating. The corrosion observed within the device, alongside the multiple out-of-range temperatures in the history log, would confirm the device had been subject to storage outside of the indicated conditions. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new sam 350p.

Event description:
The device turned on and wouldn¿t turn off. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device turned on and wouldn¿t turn off. There was no patient involved in this event.